Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was damaged and screen was unable to read. Customer stated that they had scratch on screen and hence was unable to read and insulin pump was not functioning as designed. Customer advised to refer to back up plan. Customer¿s blood glucose was 4.7mmol/l at time of incident. Insulin pump will be return for analysis.